Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by MFR plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory leak test. An external leak was observed in the form of a steady flow of bubbles emanating from the non-cavity ID end at approximately 8.0 psi. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the header on the non-cavity ID end, a sliver was found at approximately 90° and extended to approximately 10°. The sliver measured approximately 6.0 cm in length. No other damage or irregularities were found on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being near the head of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 30 cc. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was able to complete treatment successfully with a new dialyzer. Additional information was requested, however was not provided. The complaint device was reported to be available to be returned to the manufacturer for evaluation.